Event description:
It was reported to nova biomedical that a consumer received a result of 247 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of 271 mg/dl. The consumer administered an unk amount of insulin and subsequently experienced a hypoglycemic event which did not require any medical intervention. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.